Event description:
Caller indicated the relion micro meter was giving high readings. Customer believes strongly that this meter isn't reading accurately. He feels it is falsely reading high. He says he has been giving himself insulin every morning for the past three months based on the inaccurate readings the micro has been giving which was making him sick. He believes it is reading inaccurate because after comparing it for several days during back to back testing with his aunt's one touch meter this micro is always much higher. The example he gave me was 235 on the mirco and 120 on the one touch. He also believes the micro is reading falsely high because all of his lab work has been good and doctors feedback is nothing is wrong and he shouldn't be getting readings as high as what the micro had been giving him. Controls not used. Product replaced.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.